Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was damaged, and the u-groove at the back of the pump case was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2015 with the following findings: during testing, the pump¿s casing was observed to be damaged at the u-groove. The clip could not attach on to the pump. The cartridge cap was damaged at the top. The cap was able to attach on to the pump during testing. The battery cap¿s removal slot was damaged and was difficult to remove. The cap was able to secure on to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.